Event description:
The male electrical connector pin on the handle of the lap scissors broke off from the pressure of the electrical cord. No patient injury was reported. No alteration of the surgical procedure was reported.